Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. A chest x-ray was performed and it was confirmed that the lv lead had dislodged. The lv lead was explanted and replaced. The patient was stable.